Manufacturer narrative:
Initially it was reported that the pentaray nav high-density mapping eco catheters showed black wormlike spots on the sterile outer carton. The quantity reported was one. Confirmation was requested to confirm the quantity of one with this issue since it was also reported as ¿catheters¿. A response was received on (B)(6)-2021 confirming that the quantity was one. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30536072l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and a sterilization compromised issue occurred. Pentaray nav high-density mapping eco catheters showed black wormlike spots on the sterile outer carton. The timing when the event occurred was when the catheter was opened. The affected area was located inside the plastic case, behind the white pan. The nurse detected the issue. There was progression without being communicated to the physician. They disposed of the plastic case and the procedure was completed without delay and without patient's consequence. Additional information was received on the event. The plastic tray was compromised. There was a black thing (spot) in back of the tray. No picture available. There was no damage to the device due to any part of the packaging being damaged. The catheter was utilized on the patient. The event was assessed as a sterilization compromised MDR reportable issue.